Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that they received complaint from a customer regarding broken hub: leak of product between the syringe and the deltoid needle at the beginning of injection- blue hub.

Manufacturer narrative:
The device history record (DHR) for lot 509697x indicates that there were no defects found in (B)(4) samples inspected from the lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There was no process or material changes related to the reported condition for this product. The assembly machine was observed in its current operational condition and was found to be functioning within validated parameters. The sheath seating station was functioning as intended. There were (B)(4) samples submitted with this complaint. The samples were inspected for sheath fall offs and fluid leakage per product specification. There were zero defects identified during the inspection. The reported condition could not be confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually and physically examined for complete and proper assembly, sheath fit, and leak tested. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has received numerous complaints from a single customer for the reported condition of a hub split / break. Those complaints span 2 different item numbers and multiple lot numbers. An example of the alleged defect can be seen in supplied photographs. The sample is representative of an example of all complaint samples received from this customer for hub split / break. The hub of the safety needle was cracked completely through the luer and there was evidence of damage on the exterior of the luer from what appeared to be forcible attachment of the device. Exhaustive reviews have been conducted of the materials and the manufacturing process (previous investigation, fishbone, maps, etc.) And a root cause could not be determined. Complaint investigations completed at the date of this memo have not identified a systemic issue with the product or processes used to manufacture the devices. Multiple tests wer e conducted using the affected product with both a medtronic syringe and the syringe used by the customer. Through this testing, it was discovered that the syringe used by the customer was constructed of a different material than the medtronic syringe. Additionally, through multiple conversations with the vendor, the vendor acknowledged extreme tightening of the needle assembly. Therefore, the most probable root cause has been attributed to over-torqueing of the polypropylene needle to a coc syringe (not manufactured by medtronic). This issue has been escalated to the corporate corrective & preventative action ( CAPA) review board team for review and further decision. Due diligence has been exercised by the manufacturing facility and it has been concluded that the product continues to meet all documented design requirements. Therefore, no further actions will be taken to investigate future customer complaints received from this customer, for this specific condition. If information is provided in the future, a supplemental report will be issued.